Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was able to shock multiple times at various joule settings even when manipulating and stressing the mfc and mfc to CPR adaptor; the reported complaint of failing to deliver a shock was unable to be duplicated. Inspection of the defib cable receptacle and mfc connector observed evidence of fretting on the pins. As a result, the log also supports connection in the delivery system was a factor. The defib cable receptacle, mfc, and mfc to CPR adapter were replaced for precaution. The device was recertified and returned to the customer.